Event description:
There was an allegation of questionable hdl-cholesterol gen.4 results from the cobas c 503 analytical unit. The initial result was 118 mg/dl. The repeat result on (B)(6) 2024 was 47.7 mg/dl.

Manufacturer narrative:
The reagent lot number was 756600. The expiration date was not provided. The field service engineer checked the quality of the water supplying the equipment and adjusted the gear pump, positioning of the probes, and washing. He ran performance testing that was acceptable. The investigation is ongoing.

Manufacturer narrative:
Some of the customer's patient sample tubes had a diagonal gel layer which indicates potential preanalytical handling issues. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.